Manufacturer narrative:
Concomitant product: h601h31 heart ring, implanted: (B)(6) 1998.

Event description:
It was reported that the right ventricular (rv) lead thresholds were increasing over time. The pace/sense portion of the lead was capped and new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.